Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of conformance and fmea, there is no indication of device failure and no indication that the devices were out of specification. The most probable root cause is user error: improper implant size selection, using an implant that was too short, or not installing the implant fully across the si joint. Additionally, per the surgical technique manual, the surgeon is instructed as follows: "prior to closure, always obtain final fluoroscopic images in the lateral, inlet, and outlet views to confirm no cortical wall breach, foramen breach, or other malposition."

Event description:
The patient had left side si joint arthrodesis in 2018 where three implants were installed. Two additional implants of the same type were later installed in the same left si joint. The patient later reported to a new surgeon with complaints of a recurrence of si joint pain symptoms. The surgeon determined that the implants were too short and not fully across the si joint and claimed sacral fracture. On (B)(6) 2021, the surgeon performed a revision procedure where he removed all five implants and filled the explant voids with bone graft. He then added different hardware to the joint. The status of the patient following the revision procedure is not known.

Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of conformance and fmea, there is no indication of device failure and no indication that the devices were out of specification. The most probable root cause is user error: improper implant size selection, using an implant that was too short, or not installing the implant fully across the si joint. Additionally, per the surgical technique manual, the surgeon is instructed as follows: "prior to closure, always obtain final fluoroscopic images in the lateral, inlet, and outlet views to confirm no cortical wall breach, foramen breach, or other malposition."

Event description:
The patient had left side si joint arthrodesis in 2018 where three implants were installed. Two additional implants of the same type were later installed in the same left si joint. The patient later reported to a new surgeon with complaints of a recurrence of si joint pain symptoms. The surgeon determined that the implants were too short and not fully across the si joint and claimed sacral fracture. On (B)(6) 2021, the surgeon performed a revision procedure where he removed all five implants and filled the explant voids with bone graft. He then added different hardware to the joint. The status of the patient following the revision procedure is not known.